Event description:
Reporter alleged the blood glucose device measured a result prior to the test strip being dosed with blood or control solution. Customer stated when inserting a test strip, the meter code appeared on the display and then lo appeared on the screen without the test strip being dosed. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.